Event description:
During a knee repair the pin broke during over-drilling. The broken portion of the drill was removed, which caused a delay of forty-five minutes. The surgeon was able to place an additional passing pin and complete the repair without further complications. No patient injury or complications resulted.